Event description:
Baxter reported an incident in which the spike of a transfer set separated from the solution bag port, because the patient forgot to use the uv flash device. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
The sample was discarded by the customer and is not available for evaluation. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.